Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient encountered a pressure leak alarm during drain 1 of 9. The patient stated they heard a pop sound, received the pressure leak alarm and then saw smoke coming from the cycler. The patient turned the cycler off and the device was replaced. Follow up with the pd nurse indicated that the patient not have any signs of infection, their effluent was clear and they were not prescribed any antibiotics. No adverse event reported at this time. The cycler was replaced.

Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. A visual inspection of the returned cycler exterior showed the front panel bezel gasket was drooping approximately .5 inches over the center of the front panel overlay and no other exterior physical damage was found. The received cycler was turned on and it powered up normally. An internal inspection showed that the main pressure pneumatic tubing had blown off the output nipple of the compressor. A lack of proper full operating pneumatic pressure will cause the reported pressure leak alarm. There were no other discrepancies encountered in the internal inspection of the received cycler. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. There were no indications of smoke emitted by the cycler during testing. The system air leak, the voltage and valve actuation tests passed. The reported smoke was not confirmed during testing. There were no other discrepancies encountered in the internal inspection of the cycler. The record review confirmed the labeling, material, and process controls were within specification.